Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional, however the customer is unsure how the screen became cracked. Customer had elevated blood glucose (bg) levels (388 mg/dl). Customer delivered a correction bolus via the pump to bring bg levels back to target range. In addition, it was reported the customer experienced a low bg level (60-70 mg/dl). Reportedly, the customer may have overcorrected when delivering a correction bolus and the customer did not eat enough food. Customer ate candy to bring bg levels back to target range.